Event description:
It was reported that the patient presented for a routine generator change. Before the procedure, it was found that the patient's atrial lead exhibited inappropriate mode switch due to noise over-sensing. High pacing impedance and p-wave amplitude variation were also noted on atrial lead. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.